Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that there was a recurring issue with drawer 6. A field service engineer found that the customers main full height drawer 6 was failing constantly. There was no failure upon arrival. Multiple visits were made for the same drawer. The engineer removed the cubies from the faulty drawer and installed them in a new drawer. The main full height drawer 6 was then configured, and the engineer logged into the (hta) hardware test application app and ran a final test on the drawer. The final test passed successfully, and the system functioned as intended after field service engineer repaired (fse) the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure and not recoverable. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.